Event description:
Reporter indicated that during initial vns implant surgery of a patient, the hex screwdriver did not "click" and appeared to "spin around" in the generator receptacle. An additional hex screwdriver was used with the same results. While removing the lead from the generator, the lead reportedly broke. A new vns lead and generator were used to complete the surgery, and an audible "click" was heard when using the screwdriver. The generator, lead and hex screwdrivers involved have been returned and are pending analysis. Analysis of the lead did not identify a fracture. During the visual analysis the connector boot / inner silicone tubes appeared to be torn in half approximately 3mm from the end of the 2nd o-ring (at the end of the connector ring) and the appearance of the connector boot / connector ring backfill interface area suggests there was partial detachment. With the exception of the torn connector boot, the condition of the returned lead portion is consistent with conditions that typically exist following an attempted implant procedure. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead assembly were performed with no discontinuities identified. No coil breaks were found. On the findings in the product analysis lab, there is no evidence to suggest any device-related anomaly with the returned lead. Analysis of the generator and screwdrivers is pending.

Event description:
Analysis of the hex screwdriver packaged with the generator, based on the dimensional analysis, confirmed the hex screwdriver met design requirements. There were no performance or any other type of adverse conditions found with the hex screwdriver. The decontamination process showed the pulse generator was received with the lead connected. The lead was observed to be secured with the setscrew and both (lead and setscrew) were easily removed from the pulse generator. Visual examination, performed at the pa test bench, showed tool marks on the pulse generator case and header. These tool marks are most likely associated with manipulation of the device during the explant procedure, as the observed markings are consistent with devices typically used in a surgical procedure (forceps, etc.). The septum was not cored. No other surface abnormalities (such as sharp edges, header delamination, open pockets, decomposition, corrosion or voids) were noted on this device. The returned setscrew hex socket was observed to be stripped. No burred or stripped threads were observed on the returned setscrew or the negative connector block of the returned pulse generator. However, the flat area and striations observed at the starting thread of the returned setscrew, suggests the setscrew was partially down during lead insertion. The returned setscrew was mounted into the negative connector block of a bench generator with no difficulties. Due to the stripped setscrew hex socket, no attempt was made to set the setscrew. A bench lead inserted past the negative connector block of the retuned pulse generator and was secured with a bench setscrew, no difficulties observed (lab conditions). The set screw shows that the hex socket depth is 0.050 inches minimum. The returned hex screwdriver shows that approximately 0.030 inches of the hex shaft end was damaged, rounded (non-hex shaped). These measurements suggest that the hex screwdriver was not fully engaged into the setscrew hex socket. Analysis of the hex screwdriver in the accessory kit identified that approximately 0.030 inches of the hex shaft end is damaged, rounded (non-hex shaped). Per the hex screwdriver specification, the acquired measurements (area not affected by damage) met design requirements.

Manufacturer narrative:
Device failure occurred, but this was likely due to user error; this did not cause or contribute to a serious injury or death.